Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and inadequate coverage. As such, surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: unknown, UDI: unknown, serial:unknown, batch:unknown.

Event description:
Additional information received indicates that patient had 2 leads. Investigation was unable to determine which of the leads attributed to the issue.

Event description:
Additional information received indicates that the patient only had one lead.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead found it had been cut during the explant procedure resulting in multiple segments. However, there were no other anomalies that were identified, and all segments passed continuity testing (no opens found).